Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Multiple external insulation abrasions were found proximal to the suture sleeve tie impressions breaching the outer insulation and exposing the outer coil. The cause of the external insulation was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.